Event description:
Pt came to emergency dept on 12/4/96 complaining defibrillator fired 10 times in 15 mins; had ablation performed two weeks prior. Complained of pressure in chest upon arrival in ed. Transferred to another hosp on 12/5/96. Chest x-ray revealed crimping of defib wires in musculotondinous tissues beneath clavicle. Removal of device on 12/6/96 and replacement on same date. Electrophysiology study on 12/7/96 satisfactory.